Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they functioned properly and passed all functional testing. However, unable to confirm the needle anomaly due to the customer returned opened; returned only 1 needle which was separated from the sensor base.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer received sensor errors from insertion. The customer states a second sensor had needle anomaly, where the top part of the sensor came apart and the needle came off. The customer's blood glucose level was unknown. It was reported that the sensors would be returned for analysis and replaced.